Event description:
It was reported that the pump "no disposable -clamp tubing". Pump settings: rate= 1.6 ml/hr, res vol= 63.8 ml, given=10.8 ml. It's unknown if there was air in tubing. No injury to patient. No further information available.